Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed the fse performed preventive maintenance on the device the day prior to the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the left eye was involved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported an incomplete cut during a penetrating keratoplasty procedure. The cut was not fully completed and the surgeon faced resistance in the operating room when trying to remove the recipient cornea. An additional instrument was required and the case was completed safely.